Manufacturer narrative:
Unable to perform physical inspection of broken screw as it was completely destroyed with a bur. Therefore, no conclusion can be drawn.

Event description:
Abutment screw broke.